Manufacturer narrative:
(B)(4). The device was manufactured august 2, 2012 ¿ august 3, 2012. The device was not received for evaluation; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor experienced a no flow. This occurred during a patient infusion of 6500 mg/130ml of fauldfluor in 62 ml of 0.9% saline. The reporter stated that the infusion was supposed to complete in 96 hours. However, at the end of the infusion time, it was observed that almost no medication had infused. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.